Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on valve bond edge side assessed as unidentified (tear) opening and more of three opening observed on anterior and posterior side assessed as surgical damage. Additional observations: ¿ creases were observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.